Event description:
The subject was implanted with an argus ii device on (B)(6) 2009 as part of a clinical trial. On (B)(6) 2014, the subject was reported to have a recurrence of hypotony, with associated leakage of prior placed silicone oil out of the eye. The subject was on holiday and wanted to postpone being treated. The subject underwent revision surgery on (B)(6) 2014 during which balanced saline solution was pumped into the eye, the silicone oil was removed with suction, fluid (bss) air exchange was performed, and the eye was re-injected with silicone oil. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.